Manufacturer narrative:
The brake caster was replaced by the technician to resolve the issue.

Event description:
The technician alleged the brake caster would swivel in brake mode. No patient impact.